Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 17 months of support, the patient was re-admitted to the hospital due to elevated levels of (B)(6), plasma free hemoglobin (pfhgb) and total bilirubin. The patient was started on integrilin and continues on lvad support.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.